Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales branch sent an implant sheet with 4 cable and sleeve sets (2 wasted) and noted: "per rep no implants were taken out, only dall-miles were added." Left hip.